Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. Failure to advance: the cause of the issue is patient condition related to the patient's anatomy. Device history review: the device passed all post sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
Axillary impella 5.5 was attempted in normal fashion. Cannula was unable to be threaded through the artery over the wire. Decision was made at this point to try to use impella cp as it may fit through diseased artery. Impella 5.5 and 018 wire was removed. The doctor begin trying to recross the valve while impella cp began priming. Physician unable to get wire and catheter further past proximal artery. Due to nature of patients anatomy, the doctor opted to not thread cp cannula. Device did not enter graft / body. Patient remained on veno arterial extracorporeal membrane oxygenation and graft was trimmed and oversewn.

Manufacturer narrative:
B5: additional information was added. H10: related report number was added.

Event description:
Additional information was received this is 1 of 2 related reports. This report represents the cp and another report was submitted to reflect the 5.5. Refer to section h10 for the related report number.